Manufacturer narrative:
(B)(4). Upon further review of the original rationale not to file a MDR, it has been determined that the rationale was not sufficient and therefore this MDR is being filed. Visual inspection of the drill identified that the drill had broken into two pieces at the base of the grooved section and the flutes have been damaged. Dimensions were found conforming to print specifications where measured. Hardness testing confirms the hardness to be within specification. The lot was manufactured on aug 4, 2006 and therefore, had been in the field for approximately 9 years 2 months. It is unknown how many times the was used during its field life. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. The manual orthopaedic surgical instruments indicates that instrument sets should be verified for content and functionality prior to use. It also states "visually inspect for completeness, damage and/or excessive wear" and if damage or wear is noted that may compromise the function, a zimmer representative should be contacted for a replacement. It is likely that the fracture be a result of normal wear during the instrument's field life.

Event description:
It is reported that the tip of drill broke off into the patient. It took approximately 45 minutes to retrieve the broken piece. Nothing was left in the patient.